Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 07/09/2008 to the present date 01/20/2021 and note that this device has been returned for service 1 time which correlates to the customer reported issue or service repairs.

Event description:
The customer reported connection issues. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced both corroded iui's which caused customer stated error connection issues. Replaced broken door assembly, broken air in line. Replaced broken rear case recall completed. Replaced broken bezel a review of the device history record for sn (B)(6) was performed from date of manufacture 07/09/2008 to the present date 01/20/2021 and note that this device has been returned for service 1 time which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to corrosion of both left and right iui¿s. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2018-0161 for iui damages. Ca-2014-0284 for ail.

Event description:
The customer reported connection issues. No patient involvement.